Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs and was able to reproduce the tip detach error by attempting a sample run. Fse noticed the hybrid arm detach position was misaligned and resolved the complaint by adjusted the position of the hybrid arm detach. The instrument was successfully initialized, fse successfully performed quality control run without error and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2101] tip detachment failure by hybrid arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4223] main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned hybrid arm.

Event description:
A customer reported getting error messages "2101 tip detachment failure by hybrid arm" during a sample run on the aia-2000 instrument. The customer removed tip, cleaned sample nozzle, performed an all set home function then attempted to repeat sample run, but error 4223 "main arm z-axis home overrun "occurred. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.